Event description:
A physician reported that, after intraocular lens implant procedure, a scratch was found on the iol optic that was visually confirmed. The surgery was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece was returned for evaluation for the report of scratch on optic. A visual inspection was performed and was found to be non-conforming with grooves at the mouth of the plunger. A dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A video of the surgery was provided and was reviewed by the manufacturing site and r&d. Foreign material was observed on the lens and the exact composition cannot be determined. Scratches were not observed. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation indicated that the plunger of the received handpieces had grooves, which could have contributed to a scratch on the optic. The plunger is a component that is received at the manufacturing site from an external supplier. The root cause of the grooves on the mouth of the plunger is related to the supplier¿s manufacturing process. A supplier notification form has been sent by the manufacturing site to the plunger supplier for awareness of this occurrence. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to ensure the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).